Event description:
Dr was performing a lensectomy and vitrectomy on a particular pt. While using the fragmentation handpiece (storz), the tip of the handpiece broke off in pt's eye (tip snapped right in half). Dr was able to retrieve the tip from the pt's eye. Tip was used only about 3-4 times. Tip is able to be used maximum of ten times.